Event description:
It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2014 and a mesh was implanted due to a linear tear in the midst of previously implanted mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.